Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient started hearing intermittently and with poor quality of sound in (B)(6) 2016. There is no report of accident or trauma to the implant site.

Manufacturer narrative:
Conclusion: the investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient started hearing intermittently and with poor quality of sound in (B)(6) 2016. There is no report of accident or trauma to the implant site. The patient was re-implanted.